Manufacturer narrative:
Follow-up #1 date of submission 06/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: evaluation revealed that the keypad rubber was torn next to the up arrow keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required several presses to elicit a response. The down arrow, ok and contrast keypad buttons had normal spring back or click. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.